Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced urethral atrophy with his artificial urinary sphincter (aus). The physician added a second cuff for better coaptation. The device was functioning normally. A full recovery is expected for the patient.